Event description:
The patient was critical just after the tamponade; however, the staff was able to stop the bleeding. A needle was used to aspirate the blood from the pericardium and medication was administered to stop anti-coagulants.

Event description:
It was reported during an atrial fibrillation case, an agilis introducer was used to perform transseptal puncture. Tamponade occurred either during transseptal puncture or in the left appendage using a cordis navi-star ablation catheter. The pt was in critical condition, however, recovered and was discharged three days post procedure.